Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was that they needed to get an MRI of their back because the stimulator didn't seem to be helping. Patient said that they recalibrated the device a couple different times, but the issue persisted. Patient stated that they think the device (ins) has moved. Patient also mentioned that they had two fusions down on their back, so when they had an MRI done in the past, they had to have an open MRI because they could barely lay there for a closed MRI due to how painful it was to lay and be 'smooshed' inside. Agent reviewed MRI compatibility information with the patient. When asked for the event date, patient said that the trial went great, but when they went back for the first check-up after implant, sometime around march, it felt like they were losing relief and effectiveness. Patient then said that from then on they had trouble. The issue was not resolved. The patient was redirected to their healthcare provider to further address the is sue. Patient said they may just have the ins removed due to ongoing issues and inability to have comfortable mris.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they are unsure what or when the cause of the implant movement was as there were many incidents when this could have happened. Patient mentioned at the end of may they fell when a bench went down, they fell in (B)(6) when their stool broke and they also previously hurt their back when unloading a snowblower. Patient reports they have tried to reset and recalibrate the ins at different frequencies however, nothing has helped. They report the issue has not been resolved and they had to put off an MRI due to these issues.